Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
This is a result of a literature article review. Cement leakage during vertebroplasty: an underestimated problem?. European spine journal, 14(5), 466-473. Schmidt, r., cakir, b., mattes, t., wegener, m., puhl, w., & richter, m. (2005). Received: 20 april 2004. Revised: 1 august 2004. Accepted: 3 october 2004. N=2 (symptomatic leaks) requiring reoperation.